Event description:
Caller reporter customer testing with with freestyle meter and received a reading of "hi" (>500mg/dl). Customer was administered insulin based on this reading. Customer began showing symptoms of hypoglycemia and the paramedics were called. Paramedics received a reading of 23mg/dl with an unk brand meter. The customer was transported to the hospital and treated intravenouly.